Event description:
It was reported the camera head had a bad image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and found that the image issue was due to damaged charged coupled device (ccd). Based on the results of the investigation, it is likely that the cause was traced to the component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance.